Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit and could not duplicate issue. Performed battery run time test on batteries. Battery 1 ran for 82 minutes and then switched over to battery 2 without incident. Battery two test was stopped at 60 minutes after passing the minimum runtime test. Minimum run time is 60 minutes per battery. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transfer of a patient the cardiosave intra-aortic balloon pump (iabp) unit's battery went out. The iabp shut down. There was no harm reported.